Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of waking up to a no delivery alarm and was not sure how long alarm was received. Customer's blood glucose was 590 mg/dl, which was treated with insulin pump. Customer reported that no delivery alarm was resolved with a complete set change. Customer declined self-test due to not being able to see the display screen. Customer was advised to call back should issue persist.